Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
During iabp, the dr pulled back the iab slightly to adjust its location. After a while, blood flowed back into the catheter. The pt went on to expire and the facility attributed the event to the pt's death. Event complications: the pt expired - reported 11/13/96. Pt's current status: expired- rpt'd 11/13/96.